Manufacturer narrative:
(B)(4).

Event description:
The physician reported that they were having issues with a particular vns tablet when it comes to interrogating and programming vns implants with patients. It was stated to be inconsistent for a while and gave them a lot of frustration with the 4th patient. The sales representative provided the physician with a new cable which was stated to resolve the issue. The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection.